Event description:
The sales rep reported that the doctor stated that there were 2 incidents with the certas breaking off in the patient. The doctor stated that when he implanted the certas it had to be bent somewhat and this may have attributed to the anti siphon device cracking off. The doctor also stated that the child does hit himself in the head so that does not help the situation but he feels that it should not tear the valve. (Please see complaints (B)(4)).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.